Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. There was contrast and blood in the inflation lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed a pinhole and scratch in the balloon material 5mm from the distal markerband. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no irregularities in the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported via facility medwatch (B)(4) that balloon rupture occurred. The target lesion was located in the tortuous mid left anterior descending artery. A 2.5mmx15mm non-bsc balloon catheter was advanced over a non-bsc guide wire to dilate the lesion. The balloon was inflated at 12 atmospheres, however, the balloon ruptured. The device was then removed over the guide wire. A 3.0mmx12mm nc emerge® balloon catheter was then advanced over a non-bsc guide wire to dilate the lesion. However, when the balloon was inflated at 8 atmospheres, the balloon ruptured. The device was removed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facility medwatch (B)(4) that balloon rupture occurred. The target lesion was located in the tortuous mid left anterior descending artery. A 2.5mmx15mm non-bsc balloon catheter was advanced over a non-bsc guide wire to dilate the lesion. The balloon was inflated at 12 atmospheres, however, the balloon ruptured. The device was then removed over the guide wire. A 3.0mmx12mm nc emerge® balloon catheter was then advanced over a non-bsc guide wire to dilate the lesion. However, when the balloon was inflated at 8 atmospheres, the balloon ruptured. The device was removed. No patient complications were reported.